Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage and pump error 63 found on (B)(6) 2021. Insulin pump passed displacement test and self test. P-cap locked successfully however, damaged retainer ring noted. No alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6)2021 at 9:49 due to broken trace u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked retainer and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace was found on the u1 pin 6 keypad assembly. Additionally, retainer ring damage noted

Event description:
Information received by medtronic stated that the insulin pump had hardware low level failure alarm during self test. Customer stated they did not see missing segments during the self test. No harm was required during medical intervention. The customer will discontinue use of the device.